Manufacturer narrative:
(B)(4). Corrections: results code, conclusion code were removed and replaced. Correction: patient code was removed replaced (B)(4). No specified device issue has been reported at this time. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the death certificate lists the cause of death as coronary artery disease. In the opinion of the physician, this event is not related to the xience alpine stent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience alpine everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2017 three xience alpine stents were implanted. A 2.5x23 mm xience alpine stent was implanted in the mid right coronary artery (rca), a 2.5x23 mm xience alpine stent was implanted in the distal rca, and a 2.25x23 mm xience alpine stent was implanted in the ramus coronary artery. On (B)(6) 2019 the patient expired of unknown cause at home. In the opinion of the physician, the death is unlikely related to the xience alpine stent. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: case details, concomitant medical products.

Event description:
Correction to the previously filed report, it was a 3.5x38 mm xience alpine stent that was implanted in the mid right coronary artery. No additional information was provided.